Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 410 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as feeling not ok. Customer was treated with bolus. Troubleshooting was declined for high blood glucose level. Customer was advised that the insulin pump will not be accept anything below 40 mg/dl or above 400 mg/dl. The insulin pump will not be returned for analysis.